Manufacturer narrative:
Date of event: unknown. Medical device expiration date: n/a. The customer's name and address is unknown. (B)(4) has been used as a default. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the hub of the bd ultra fine¿ insulin pen needle separated from the syringe during use. Consumer stated that she was going to draw up her insulin, then pierced the vial and when she pulled the syringe out of the vial the needle remained in the vial. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Correction: item and lot number changed to unknown. Lot number provided by consumer is attached to a pen needle in sap6; however, the consumer is reporting issues with a syringe. Investigation summary: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR check for needle hub separates and needle breaks off during use due to unknown lot number. Severity: s_1__; occurrence: unable to perform complaint lot history check for needle hub separates and needle breaks off during use due to unknown lot number. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.